Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference number: 3008452825-2020-00042, 3005334138-2020-00025, 2030404-2020-00004. During an atrial fibrillation procedure, a pericardial effusion occurred. Transseptal access had been obtained and when using a mapping catheter in the left atria, the geometry did not appear correct. The catheter could not go to the anterior portion of the left atrium and when the catheter was moved to the left isthmus, it appeared behind the cs catheter. The patient remained asymptomatic but an echogram revealed a pericardial effusion on the posterior wall. A pericardial drain was used to stabilize the patient. There were no performance issues with any abbott device.